Event description:
The customer alleged suspected positive biological indicator (bi). The customer reported that the load was partially recalled (1/2 of the load). There were no reports of injury related to the unrecalled items.